Event description:
It was reported to boston scientific corporation from a retrospective review that an ultraflex esophageal stent was used during a stent placement procedure for a fistula caused by bariatric surgery, performed on (B) (6) 2005. According to the complainant, the stent coating developed a rupture. This was treated by placing an ultraflex covered stent of the same size inside the stent with the ruptured coating. The patient's condition at the conclusion of the procedure was reported to be "excellent". On (B) (6) 2005, a polyflex stent was placed inside of this stent as planned per study protocol. All stents were removed on (B) (6) 2005 without complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation from a retrospective review that an ultraflex esophageal stent was used during a stent placement procedure for a fistula caused by bariatric surgery, performed on (B)(6), 2005. According to the complainant, the stent coating developed a rupture. This was treated by placing an ultraflex covered stent of the same size inside the stent with the ruptured coating. The patient's condition at the conclusion of the procedure was reported to be "excellent". On (B)(6), 2005, a polyflex stent was placed inside of this stent as planned per study protocol. All stents were removed on (B)(6), 2005 without complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: additional information has been received since the previous medwatch report was submitted. The ultraflex esophageal stent was partially covered. The stent was placed along the fistula caused by sleeve gastrectomy bariatric surgery.

Manufacturer narrative:
The patient's exact weight is not known however the patient's body mass index (bmi) was reported to be greater than (B)(6). Product analysis was not performed as the suspect device was not returned. A labeling review was performed and identified that the device was not used per the directions for use (dfu) / product label. The dfu / product label states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only." The complainant indicated that the stent was used during a stent placement procedure for a fistula caused by bariatric surgery. In addition, the dfu / product label states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, the complainant indicated that the stent was removed as planned, approximately five months post procedure, on the (B)(6) 2005. Tumor in-growth through stent and tumor overgrowth around ends of stent are listed in the dfu as potential post stent placement complications.

Manufacturer narrative:
(B) (4): upn unknown; device information reported as ultraflex esophageal stent: length (full, body) 15 cm; diameter (flange/body) 18/23 mm; covered. (B) (4) no code available (medical intervention required) (B) (4) no code available (stent, coating damaged). (B) (6) study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.